Event description:
Developed an itch in her body/it was in her fingers, wrists, armpits, breasts, and under her arms [pruritus]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number ax0117, expiration date mar2022) from (B)(6) 2019 for a knot in her neck. Medical history included allergies to penicillin and sulfur from an unknown date and unknown if ongoing. There were no concomitant medications. On (B)(6) 2019, the patient reported she had the heatwrap on during the night for 6 hours on her neck and developed an itch in her body. She stated it was in her fingers, wrists, armpits, breasts, and under her arms. Her fingers were driving her crazy and it was also in her toes. She stated there was no external rash, it was all internal. The patient mentioned she was unsure if it was from the heatwrap but she had used nothing else. She called the doctor who recommended taking zyrtec. After taking the zyrtec, the itching went away. Action taken with the suspect product was unknown. A sample of the product was available to be returned. Packaging was sealed and intact. Clinical outcome of the event was resolved on (B)(6) 2019. Product quality complaints provided a severity rating of s3. Additional information has been requested and will be provided as it becomes available. Follow up (06dec2019): new information received from a product quality complaints group includes: severity rating (s3), updated lot (ax0117), product information (sample of the product was available to be returned, packaging was sealed and intact). This follow-up upgrades the case to a serious, reportable malfunction MDR. Company clinical evaluation comment: based on the information provided, the event of "itchy" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "itchy" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] developed an itch in her body/it was in her fingers, wrists, armpits, breasts, and under her arms [pruritus]. Case narrative:this is a spontaneous report from a contactable consumer. A 78-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number ax0117, expiration date mar2022) from (B)(6) 2019 for a knot in her neck. Medical history included allergies to penicillin and sulfur from an unknown date and unknown if ongoing. There were no concomitant medications. On (B)(6) 2019, the patient reported she had the heatwrap on during the night for 6 hours on her neck and developed an itch in her body. She stated it was in her fingers, wrists, armpits, breasts, and under her arms. Her fingers were driving her crazy and it was also in her toes. She stated there was no external rash, it was all internal. The patient mentioned she was unsure if it was from the heatwrap but she had used nothing else. She called the doctor who recommended taking zyrtec. After taking the zyrtec, the itching went away. Action taken with the suspect product was unknown. A sample of the product was available to be returned. Packaging was sealed and intact. Clinical outcome of the event was resolved on (B)(6) 2019. According to product quality complaints group: severity of harm was s3. Summary of investigation: batch ax0117 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated " she developed and itch in her body." The cause of the consumer experiencing a skin reaction from using thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guide, effective 19nov2019, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Sample had not been received by the site. Follow up (06dec2019): new information received from a product quality complaints group includes: severity rating (s3), updated lot (ax0117), product information (sample of the product was available to be returned, packaging was sealed and intact). This follow-up upgrades the case to a serious, reportable malfunction MDR. Follow-up (11dec2019): this is a follow-up report from pfizer product quality group providing investigation results. Company clinical evaluation comment: based on the information provided, the event of "itchy" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "itchy" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: batch ax0117 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated " she developed and itch in her body." The cause of the consumer experiencing a skin reaction from using thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch.the previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guide, effective 19nov2019, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on...

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated " she developed and itch in her body." The cause of the consumer experiencing a skin reaction from using thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term], developed an itch in her body/it was in her fingers, wrists, armpits, breasts, and under her arms [pruritus], , narrative: this is a spontaneous report from a contactable consumer. A 78-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number ax0117, expiration date mar2022) from (B)(6) 2019 for a knot in her neck. Medical history included allergies to penicillin and sulfur. There were no concomitant medications. On (B)(6) 2019, the patient reported she had the heatwrap on during the night for 6 hours on her neck and developed an itch in her body. She stated it was in her fingers, wrists, armpits, breasts, and under her arms. Her fingers were driving her crazy and it was also in her toes. She stated there was no external rash, it was all internal. The patient mentioned she was unsure if it was from the heatwrap but she had used nothing else. She called the doctor who recommended taking zyrtec. After taking the zyrtec, the itching went away. Action taken with the suspect product was unknown. A sample of the product was available to be returned. Packaging was sealed and intact. Clinical outcome of the event was resolved on (B)(6) 2019. According to product quality complaints group: severity of harm was s3. Summary of investigation: batch ax0117 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated " she developed and itch in her body." The cause of the consumer experiencing a skin reaction from using thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Per sop, complaint trending guide, effective 19nov2019, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Sample had not been received by the site. On 12oct2020, the product quality complaint group provided the following updated investigation results for the product thermacare neck, shoulder & wrist, lot number and expiration date ax0117 and mar2022, description of compliant "developed an itch in her body/it was in her fingers, wrists, armpits, breasts, and under her arms", that still yielded no product quality issues. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from the sop, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. This deviation will not change the conclusion of the investigation. Lot trend assmt. & rationale: per sop, complaint trending guide, effective 24feb2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following customizable complaint intake, triage, and investigation (citi) search was performed: scope: responsible site notification date: 02dec2016 through 02dec2019/manufacturing site: pfizer site/complaint class: external cause investigation complaint sub class: adverse event/serious/unknown. The citi customizable search returned a total of 34 complaints for neck/shoulder/wrist 8hr products during this time period for the class/subclass. None of the complaints were identified as having a manufacturing related root cause of for adverse event/serious/unknown. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown. Refer to the 36 month trend chart attachment refer to attachment nsw8hr ae serious unknown 02dec2016 to 02dec2019. Severity of harm: n/a. Follow up (06dec2019): new information received from a product quality complaints group includes: severity rating (s3), updated lot (ax0117), product information (sample of the product was available to be returned, packaging was sealed and intact). This follow-up upgrades the case to a serious, reportable malfunction MDR. Follow-up (11dec2019): this is a follow-up report from pfizer product quality group providing investigation results. Follow-up (22jan2020): follow-up attempts are completed. No further information is expected. Follow-up (12oct2020): new information received from the product quality complaint group included: updated investigation results that still yielded no product quality issues. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "itchy" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.